Event description:
A customer reported that the insulin gauge on their pump was displaying a different amount than expected. Specifically, the pump showed a fill estimate of 0 units, although the customer's expected fill estimate was 100 units. There was a cartridge alarm noted in the pump's history, but the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer completed the necessary steps to address the issue, including filling a new cartridge on their own after following guidelines from technical support. The customer was provided with instructions for the proper cartridge load process and was advised to monitor the situation and follow up if needed.